Event description:
Caller reportedly received the following results on the aviva system within 10 minutes: 354 mg/dl and 130 mg/dl. No death or serious injury reported. Strips have been depleted; no product return requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.